Event description:
It was reported that the patient was experiencing ineffective therapy. It was also stated that the patients non rechargeable ipg was depleted. The patient also had muscle spasm on her back and tingling sensations on her feet. The patient underwent ipg replacement procedure and was doing well. Explanted ipg was discarded.